Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: int j surg case rep. 2025 may;130:111316. Https://doi.org/10.1016/j.ijscr.2025.111316. Epub 2025 apr 20. Pmid: 40267612; pmcid: pmc12047580.

Event description:
Title: comparative outcomes of ahmed glaucoma valve implant and paul glaucoma implant in managing aphakic glaucoma: a case report. The aim of the study is to present a case of a 15-year-old male with painful blurry vision in both eyes for four days. Also, this report provided a head to-head comparison between two gdds implanted in the same patient. 9-0 prolene (eth) was used to fixate the tube and secured the anterior chamber, while 8-0 vicryl (eth) was used to performed the partial external ligation tube. Reported complication: 9-0 prolene (eth), 8-0 vicryl (eth), elevated intraocular pressure (iop) . Treatment: pgi surgery headache. Treatment: not reported blurred vision. Treatment: not reported. In conclusion, this pediatric aphakic glaucoma case, the pgi resulted in more stable visual outcomes compared to the agv. While both implants were effective in iop control, the pgi may offer better long-term stability with fewer complications. However, further studies involving larger cohorts are required to validate these findings.